Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing a blood glucose (bg) level between 200-280 mg/dl with a high level of ketones. A correction bolus and insulin injections were used to address the high bg level. The ketones had resolved. The customer thought that the infusion set site was a possible cause of the high bg level. During troubleshooting with tandem technical support, the customer reported seeing champagne-size air bubbles in the pump supplies. A system check was performed and the pump was performing as expected.